Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that customer had changed carbohydrate using thinking that it would change the bolus setting. The customer's blood glucose level was impacted. Customer successfully reset settings.